Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation found the device has sound. The device was determined to meet all product specifications related to the reported event. The reported no sound was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.